Manufacturer narrative:
The evaluation showed, that the axle bolt is loose. The front and back links are deformed. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer parts are loose or missing. The patient did not fall.